Event description:
The customer obtained back to back results of 357 vs. 139 mg/dl and 314 vs. 98 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.